Event description:
Revision surgery - due to dissociation.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01312;509-03-444, s817 dissociation, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.